Event description:
Circulator stated that while the renuvion cautery handpiece was being used by the surgeon, the tip came off and left inside the patient's arm. X-ray was used to retrieve the fragment of the device and to ensure no other pieces were left in patient's arm. The rep was called to report the device malfunction. No harm was done to patient's arm while retrieving the fragment.